Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: (B)(4). For cases where a device failure during insertion is reported. We conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicated a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2013 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device - location of device: top of uterus'), genital haemorrhage ('heavy abnormal bleeding'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and tooth disorder ('dental problems') in a 23-year-old female patient who had essure (batch no. A57111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included muscle cramp (woe up during night with cramps.) On (B)(6) 2012, miscarriage in 2010, multigravida, parity 2 (B)(6) 2011, (B)(6) 2013, human papilloma virus infection, multiple gastric ulcers, gerd, colposcopy, weight loss poor, iron deficiency anemia, shortness of breath, tobacco user (patient is on up on her tobacco use. She is only smoking a half a pack daily now and has been instructed to continue to quit smoking.), pelvic pain, nausea and nickel sensitivity. On (B)(6) 2013, medical imagingreport-diagnosis: status post essure findings: the scout film demonstrates essure devices in the adnexa bilaterally early filling of the uterine cavity demonstrates no filling defect to indicate mass. There is no spillage of contrast from the fallop1an tube into the adnexa. These findings suggest successful occlus10n of the fallopian tubes due to the essure devices. Impression: there is no spillage of contrast from the fallopian tubes into the adnexa bilaterally. This suggests successful closure of the fallopian tubes due to the essure devices. Previously administered products included for an unreported indication: tylenol from 29-oct-2012 to 28-jan-2014, zofran, motrin and zofran. Concurrent conditions included obesity, ovarian pain and painful intercourse. Concomitant products included medroxyprogesterone acetate (depo provera) from 25-mar-2013 to 31-jul-2013 for contraception as well as celecoxib (celexa). On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), tooth disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ tired"), alopecia ("hair loss"), depression ("hormonal changes describe: depression / psychological or psychiatric condition: depression") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 11 months after insertion of essure. On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), suprapubic pain ("suprapubic pain (severe)"), back pain ("lower back area pain (severe)"), arthralgia ("hip area pain (severe)"), pelvic floor dyssynergia ("pelvic floor dysfunction"), adnexa uteri pain ("bilateral adnexal areas pain") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, removal of essure and teeth removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysfunctional uterine bleeding, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, suprapubic pain, pelvic floor dyssynergia, adnexa uteri pain, depression, vaginal infection and allergy to metals outcome was unknown and the back pain and arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic floor dyssynergia, pregnancy with contraceptive device, suprapubic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the left essure device was placed easily with 7 coils visible at the end of placement . The right tube was then evaluated and the essure device placed with 7 coils visible. Discrepancy to be noted in pregnancy date as reported in previous fu as mar-2015 and in current fu as mar-2013. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes.most if not all symptoms - decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Pathology test - on (B)(6) 2014 pap with hpv reflex, if ascus; per standing order specimen type: liquid base specimen source: cervix/endocervix clinical history: lmp (B)(6) 2012; previous abnormal pap jul2012; depo-provera final diagnosis: atypical squamous cells of undetermined significance comment: rare atypical cells. High risk hpv report test: hpv specimen: cervix/endocervix specimen type: liquid base specimen source: cervix/endocervix; on (B)(6) 2014: 1. Endocervical curettage: scant detached fragments of reactive endocervical mucosa; no dysplasia identified in the sections examined. 2. Cervical biopsy 5:00: mild dysplasia (cin ) with associated condylomatous changes; moderate chronic cervicitis.; on (B)(6) 2015: dysfunction uterine bleeding, pain, previous essure diagnosis: uterus and cervix with bilateral fallopian tubes, hysterectomy with salpingectomies: a. Cervix: normal cytoarchitecture. B. Uterine corpus: proliferative endometrium. C. Bilateral fallopian tubes: essure contraceptive device. Gross examination: the right fallopian tube measures 5.5 cm in length x 0.3 cm diameter and left fallopian tube measures 6.5cm in length x 0.3cm diameter. Both fallopian tubes are fimbriated and have metallic wires within their proximal lumens.; on (B)(6) 2015: both fallopian tubes are fimbriated and have metallic wires within their proximal lumens.. Ultrasound pelvis - on (B)(6) 2016: single intrauterine pregnancy visualized with an estimated fetal age of seven weeks and four days. Concerning the injuries reported in this case, the following one was reported via medical record dysfunctional uterine bleeding (confirming event genital haemorrhage). Concerning the injuries reported in this case, the following ones were reported via medical record confirming events back pain and pelvic pain, heavy bleeding, irregular bleeding, dyspareunia (painful sexual intercourse), abdominal pain (suprapubic), dysmenorrhea, menorrhagia, depression concerning the injuries reported in this case, the following ones were confirmed via patients medical record : fatigue, weight gain,dysfunction uterine bleeding,pelvi pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs was received- event nickel allergy, medical history were added. Fu 30 & 31 processed together on 5-aug-2019: mr was received- new reporter information, no new significant information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (plaintiff underwent one or more surgeries to remove one or more of the essure® coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicated a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-oct-2017: fup/ summons: event injury nos and hysterectomy deleted and event pelvic pain, abdominal pain, vaginal pain, severe cramping and heavy abnormal bleeding added. Action taken with drug updated with drug withdrawn. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), genital haemorrhage ("heavy abnormal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a (B)(6) year-old female patient who had essure (batch no. A57111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2011, (B)(6) 2013) and miscarriage in (B)(6) 2012. Previously administered products included for an unreported indication: tylenol from (B)(6) 2012 to (B)(6) 2014, zofran on (B)(6) 2012 and motrin on (B)(6) 2012. Concurrent conditions included obesity, ovarian pain and painful intercourse. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2014 for contraception. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2015, 1 year 11 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hormone level abnormal ("hormonal changes"), tooth disorder ("dental problems"), weight increased ("weight gain"), alopecia ("hair loss"), suprapubic pain ("suprapubic pain (severe)"), back pain ("lower back area pain (severe)"), arthralgia ("hip area pain (severe)"), pelvic floor dyssynergia ("pelvic floor dysfunction") and adnexa uteri pain ("bilateral adnexal areas pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysfunctional uterine bleeding, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, suprapubic pain, pelvic floor dyssynergia and adnexa uteri pain outcome was unknown and the back pain and arthralgia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri pain, alopecia, arthralgia, back pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic floor dyssynergia, pregnancy with contraceptive device, suprapubic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the left essure device was placed easily with 7 coils visible at the end of placement . The right tube was then evaluated and the essure device placed with 7 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . On (B)(6) 2015, surgical pathology report- diagnosis: uterus and cervix with bilateral fallopian tubes, hysterectomy with salpingectomies: cervix: normal cytoarchitecture, uterine corpus: proliferative endometrium, bilateral fallopian tubes: essure contraceptive device. Gross examination: the specimen, received in formalin and labeled as "uterus, cervix, bilateral tubes", consists of an 80 gram hysterectomy specimen including the uterus with attached cervix measuring 8 cm from superior to inferior, 5.5 cm from corner to corner and 3.5 cm from anterior to posterior. The uterine corpus has smooth, gray serosa. The cervix measures 3 x 3 cm and has smooth, pink-tan mucosa. The cervical os (1 .5 om in length) is linear. The endocervical canal (2.5 om in length) is lined by tan mucosa. The endometrial cavity (2 cm from corner to corner x 4.5 cm in length) is lined by pink-tan, hemorrhagic endometrium (0.2 in average thickness). The myometrium (1.5 cm in maximum thickness) is pink-tan and trabeculae. The right fallopian tube measures 5.5 cm it) length x 0.3 om diameter and left fallopian tube measures 6.5 cm in length x 0.3 cm diameter. Both fallopian tubes are fimbriated and have metallic wires within their proximal lumens.representative sections are submitted as follows: anterior cervix, posterior cervix anterior endometrium and myometrium, posterior endometrium and myometrium, right fallopian tube fimbriae and cross-sections, left fallopian tube fimbriae and cross-sections. On (B)(6) 2013, medical imagingreport-diagnosis: status post essure findings: the scout film demonstrates essure devices in the adnexa bilaterally early filling of the uterine cavity demonstrates no filling defect to indicate mass. There is no spillage of contrast from the fallop1an tube into the adnexa. These findings suggest successful occlus10n of the fallopian tubes due to the essure devices. Impression: there is no spillage of contrast from the fallopian tubes into the adnexa bilaterally. This suggests successful closure of the fallopian tubes due to the essure devices. Concerning the injuries reported in this case, the following one was reported via medical record dysfunctional uterine bleeding (confirming event genital haemorrhage). Concerning the injuries reported in this case, the following ones were reported via medical record confirming events back pain and pelvic pain, heavy bleeding, irregular bleeding, dyspareunia (painful sexual intercourse), abdominal pain (suprapubic), dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicated a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, lab tests, historical drug, lot number-a57111 were added.events hormonal changes, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, perforation (uterus), weight gain, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device - location of device: top of uterus"), genital haemorrhage ("heavy abnormal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and tooth disorder ("dental problems") in a 23-year-old female patient who had essure (batch no. A57111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2011, (B)(6) 2013) and miscarriage in 2010. Previously administered products included for an unreported indication: tylenol from (B)(6) 2012 to (B)(6) 2014, zofran on (B)(6) 2012 and motrin on (B)(6) 2012. Concurrent conditions included obesity, ovarian pain and painful intercourse. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder (seriousness criterion medically significant), fatigue ("fatigue/ tired"), weight increased ("weight gain") and depression ("hormonal changes describe: depression"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 1 year 11 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hormone level abnormal ("hormonal changes"), alopecia ("hair loss"), suprapubic pain ("suprapubic pain (severe)"), back pain ("lower back area pain (severe)"), arthralgia ("hip area pain (severe)"), pelvic floor dyssynergia ("pelvic floor dysfunction") and adnexa uteri pain ("bilateral adnexal areas pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, removal of essure) and surgery (teeth removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysfunctional uterine bleeding, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, suprapubic pain, pelvic floor dyssynergia, adnexa uteri pain and depression outcome was unknown and the back pain and arthralgia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri pain, alopecia, arthralgia, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic floor dyssynergia, pregnancy with contraceptive device, suprapubic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the left essure device was placed easily with 7 coils visible at the end of placement. The right tube was then evaluated and the essure device placed with 7 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2015, surgical pathology report- diagnosis: uterus and cervix with bilateral fallopian tubes, hysterectomy with salpingectomies: cervix: normal cytoarchitecture, uterine corpus: proliferative endometrium, bilateral fallopian tubes: essure contraceptive device. Gross examination: the specimen, received in formalin and labeled as "uterus, cervix, bilateral tubes", consists of an 80 gram hysterectomy specimen including the uterus with attached cervix measuring 8 cm from superior to inferior, 5.5 cm from corner to corner and 3.5 cm from anterior to posterior. The uterine corpus has smooth, gray serosa. The cervix measures 3 x 3 cm and has smooth, pink-tan mucosa. The cervical os (1 .5 om in length) is linear. The endocervical canal (2.5 om in length) is lined by tan mucosa. The endometrial cavity (2 cm from corner to corner x 4.5 cm in length) is lined by pink-tan, hemorrhagic endometrium (0.2 in average thickness). The myometrium (1.5 cm in maximum thickness) is pink-tan and trabeculae. The right fallopian tube measures 5.5 cm it) length x 0.3 om diameter and left fallopian tube measures 6.5 cm in length x 0.3 cm diameter. Both fallopian tubes are fimbriated and have metallic wires within their proximal lumens. Representative sections are submitted as follows: anterior cervix, posterior cervix anterior endometrium and myometrium, posterior endometrium and myometrium, right fallopian tube fimbriae and cross-sections, left fallopian tube fimbriae and cross-sections. On (B)(6) 2013, medical imaging report-diagnosis: status post essure findings: the scout film demonstrates essure devices in the adnexa bilaterally early filling of the uterine cavity demonstrates no filling defect to indicate mass. There is no spillage of contrast from the fallopian tube into the adnexa. These findings suggest successful occlusion of the fallopian tubes due to the essure devices. Impression: there is no spillage of contrast from the fallopian tubes into the adnexa bilaterally. This suggests successful closure of the fallopian tubes due to the essure devices. Concerning the injuries reported in this case, the following one was reported via medical record dysfunctional uterine bleeding (confirming event genital haemorrhage). Concerning the injuries reported in this case, the following ones were reported via medical record confirming events back pain and pelvic pain, heavy bleeding, irregular bleeding, dyspareunia (painful sexual intercourse), abdominal pain (suprapubic), dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device - location of device: top of uterus"), genital haemorrhage ("heavy abnormal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and tooth disorder ("dental problems") in a 23-year-old female patient who had essure (batch no. A57111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2011, (B)(6) 2013) and miscarriage in 2010. On (B)(6) 2013, medical imaging report-diagnosis: status post essure findings: the scout film demonstrates essure devices in the adnexa bilaterally early filling of the uterine cavity demonstrates no filling defect to indicate mass. There is no spillage of contrast from the fallopian tube into the adnexa. These findings suggest successful occlusion of the fallopian tubes due to the essure devices. Impression: there is no spillage of contrast from the fallopian tubes into the adnexa bilaterally. This suggests successful closure of the fallopian tubes due to the essure devices. Previously administered products included for an unreported indication: tylenol from (B)(6) 2012 to (B)(6) 2014, zofran and motrin. Concurrent conditions included obesity, ovarian pain and painful intercourse. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), tooth disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ tired"), alopecia ("hair loss") and depression ("hormonal changes describe: depression") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 11 months after insertion of essure. On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), suprapubic pain ("suprapubic pain (severe)"), back pain ("lower back area pain (severe)"), arthralgia ("hip area pain (severe)"), pelvic floor dyssynergia ("pelvic floor dysfunction"), adnexa uteri pain ("bilateral adnexal areas pain") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, removal of essure and teeth removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysfunctional uterine bleeding, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, suprapubic pain, pelvic floor dyssynergia, adnexa uteri pain, depression and vaginal infection outcome was unknown and the back pain and arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri pain, alopecia, arthralgia, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic floor dyssynergia, pregnancy with contraceptive device, suprapubic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the left essure device was placed easily with 7 coils visible at the end of placement . The right tube was then evaluated and the essure device placed with 7 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2015: surgical pathology report- diagnosis: uterus and cervix with bilateral fallopian tubes, hysterectomy with salpingectomies: cervix: normal cytoarchitecture, uterine corpus: proliferative endometrium, bilateral fallopian tubes: essure contraceptive device. Gross examination: the specimen, received in formalin and labeled as "uterus, cervix, bilateral tubes", consists of an 80 gram hysterectomy specimen including the uterus with attached cervix measuring 8 cm from superior to inferior, 5.5 cm from corner to corner and 3.5 cm from anterior to posterior. The uterine corpus has smooth, gray serosa. The cervix measures 3 x 3 cm and has smooth, pink-tan mucosa. The cervical os (1 .5 om in length) is linear. The endocervical canal (2.5 om in length) is lined by tan mucosa. The endometrial cavity (2 cm from corner to corner x 4.5 cm in length) is lined by pink-tan, hemorrhagic endometrium (0.2 in average thickness). The myometrium (1.5 cm in maximum thickness) is pink-tan and trabeculae. The right fallopian tube measures 5.5 cm it) length x 0.3 om diameter and left fallopian tube measures 6.5 cm in length x 0.3 cm diameter. Both fallopian tubes are fimbriated and have metallic wires within their proximal lumens. Representative sections are submitted as follows: anterior cervix, posterior cervix anterior endometrium and myometrium, posterior endometrium and myometrium, right fallopian tube fimbriae and cross-sections, left fallopian tube fimbriae and cross-sections.. Concerning the injuries reported in this case, the following one was reported via medical record dysfunctional uterine bleeding (confirming event genital haemorrhage). Concerning the injuries reported in this case, the following ones were reported via medical record confirming events back pain and pelvic pain, heavy bleeding, irregular bleeding, dyspareunia (painful sexual intercourse), abdominal pain (suprapubic), dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new event infection (bladder/urinary tract/vaginal) type: vaginal was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("painful menstrual cycles"), vulvovaginal pain ("vaginal pain (sharp stabbing pain that radiates on the right side)"), genital haemorrhage ("excessive bleeding"), cellulitis ("cellulitis"), herpes zoster ("shingles") and abdominal pain ("abdominal pain (sharp stabbing pain that radiates on the right side)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shirodkar operation, cholecystectomy, multigravida, parity 2, miscarriage (due to water breaking at 15 weeks) and smoker. Concomitant products included levothyroxine sodium for hypothyroidism and cefalexin (cephalexin) for infection. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced bladder pain ("bladder pain"), pollakiuria ("frequent urination") and urge incontinence ("frequent urges"). On (B)(6) 2015, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), cellulitis (seriousness criterion medically significant), herpes zoster (seriousness criterion medically significant), undifferentiated connective tissue disease ("undifferentiated connective tissue disease"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), cystitis interstitial ("interstitial cystitis"), arthralgia ("joint pain (hands, hips and knees, and all over pain)"), fatigue ("excessive fatigue"), muscle disorder ("pelvic floor dysfunction"), pain ("chronic pain"), allergy to metals ("allergic to nickel") with urticaria, pruritus, rash and vulvovaginal rash, gastrooesophageal reflux disease ("irritate my acid reflux / gerd"), hypersensitivity ("allergic reactions"), anxiety ("anxiety"), depression ("depression"), pelvic pain ("pelvic pain"), irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("menorrhagia"), myocardial infarction ("heart attack"), blood pressure increased ("blood pressure usually gets really high too"), nausea ("nauseous"), blood pressure decreased ("my blood pressure and pulse go down"), connective tissue disorder ("connective tissue disorder"), hypothyroidism ("hypothyroidism") and heart rate decreased ("my blood pressure and pulse go down"). The patient was treated with prednisone, hydroxychloroquine sulfate (plaquinol), amitriptyline, sumatriptan (imitrex), hydrocodone, botulinum toxin type a (botox), pentosan polysulfate sodium (elmiron), tramadol, cimetidine (tagamet), venlafaxine hydrochloride, ibuprofen, dicycloverine hydrochloride (bentyl), esomeprazole magnesium (nexium), surgery (vaginal hysterectomy, bilateral tubes removed). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, vulvovaginal pain, genital haemorrhage, cellulitis, herpes zoster, abdominal pain, undifferentiated connective tissue disease, fibromyalgia, migraine, cystitis interstitial, arthralgia, fatigue, muscle disorder, pain, bladder pain, pollakiuria, urge incontinence, allergy to metals, gastrooesophageal reflux disease, hypersensitivity, anxiety, depression, pelvic pain, irritable bowel syndrome and urticaria had not resolved, the menorrhagia had resolved and the myocardial infarction, blood pressure increased, nausea, blood pressure decreased, connective tissue disorder, hypothyroidism and heart rate decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, bladder pain, blood pressure decreased, blood pressure increased, cellulitis, connective tissue disorder, cystitis interstitial, depression, dysmenorrhoea, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, heart rate decreased, herpes zoster, hypersensitivity, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, muscle disorder, myocardial infarction, nausea, pain, pelvic pain, pollakiuria, undifferentiated connective tissue disease, urge incontinence, urticaria and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: bilateral tubal occlusion/essure coils in place. (B)(6) 2015: ana positive. Metal patch test positive on (B)(6) 2015. Concerning the injuries reported in this case, the following one/ones were reported via medical records: anxiety, fatigue, gerd, joint pain, abdominal pain, fibromyalgia, cellulitis, connective tissue disorder, migraine, heart attack, could barely breath, calcium decreased, nauseous, urinary tract infection, connective tissue disorder,hypothyroidism. Most recent follow-up information incorporated above includes: on 23-mar-2018: content from plaintiff fact sheet, new reporter and new event heart attack, blood pressure usually gets really high too, nauseous, connective tissue disorder, hypothyroidism were added were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.